Manufacturer narrative:
Date of event: unknown, an exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 22.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(4) 2017. It was later explanted on (B)(6) 2017, due to poor post-operative refraction. There was no incision enlargement. The lens was replaced with the same model, but different diopter of 17.0. No further information was provided.

Manufacturer narrative:
Corrected data: returned to manufacturer on: in the initial MDR report, the date (1/24/2018) was listed, which was incorrect. The correct date returned to manufacturer is ''1/23/2018'' which has been captured in this report. Device evaluation: the lens was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.